Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon tear occurred. The target lesion was located in the common iliac artery. A 40/7/2/100 equalizer occlusion balloon catheter was advanced to the lesion. After calibrating the lesion, the balloon was then deflated and was removed through the introducer sheath. When the balloon was again inflated outside the patient's body to measure its diameter, the balloon was torn.